Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that during preventive maintenance the pump failed rate accuracy test. Initial result was just outside range at 11.57. Customer ran a second test with a rate of 11.56 along with error "vpmr" out of range. There was no patient involvement. Customer will be ordering the needed bezel assembly and repairing in house.

Manufacturer narrative:
Correction: report source. Omit: c20 - no findings available. Additional information: imdrf annex a, b, c, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a failed rate accuracy test was confirmed through a review of the provided photograph. The issue could not be tested. Inspection and testing could not be performed as no devices were returned for investigation. A photo of the alaris system maintenance (asm) rate calibration test result was provided to bd. The attached photo shows the results for a failed rate calibration test with an actual error of -3.6667% under a volume per mechanical revolution (vmpr) of 156.5 l, and displaying a new vpmr or 150.8 l which is out of the acceptable range of 153.9 l to 188.1 l displaying a message indicating the pump must be repaired. By conducting a separate consultation with the customer, it was recommended that the bezel assembly should be replaced. Log analysis could not be performed as no devices were returned for investigation. Although requested, the dataset and event logs were not provided to bd. The alaris system user manual v12.1.2 contains the following information regarding maintenance. To ensure that the alaris system remains in good operating condition, both regular and preventive maintenance inspections are required. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported failed rate accuracy test was not determined since no device was returned for investigation. By conducting a separate consultation with the customer, it was recommended that the bezel assembly should be replaced.

Event description:
It was reported by the customer that during preventive maintenance the pump failed rate accuracy test. Initial result was just outside range at 11.57. Customer ran a second test with a rate of 11.56 along with error "vpmr" out of range. There was no patient involvement. Customer will be ordering the needed bezel assembly and repairing in house.